Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 409 mg/dl at the time of incident and the other blood glucose was 227 mg/dl and 119 mg/dl. The customer stated that insulin delivery was not suspended due to sensor glucose value. Customer did receive a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.